Manufacturer narrative:
The "serial #" and "device manufacture date" have not been provided. The unit was demolished in the event and disposed of by the rcnp.

Event description:
It is alleged an individual was fatally injured when he was struck by a train while operating his chair. Its is alleged the unit may have become immobilized when the castor wheel got stuck between the rail space. The unit was demolished in the event and disposed of by the rcnp.